Event description:
During a turb procedure, part of the ceramic tip of a resectoscope sheath broke off. The piece was quickly retrieved with a grasper. There was no patient consequence and no delay in the procedure.

Manufacturer narrative:
Evaluation summary: visual inspection of the sheath with partial broken ceramic tip (jagged edges) showed approximately 50% broken off. There was no discoloration found on the tip. The sheath may have been dropped at some point in time, causing the material of the tip to crack and eventually break. This particular sheath was previously repaired with a new ceramic tip september 29, 2008. As customer accommodation to the facility, we replaced the ceramic tip on the sheath. Cause: user handling and care.